Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with connection tubing. The customer reports that the device was used for aspiration of fluids and blood during surgery lasting 2 hours. After about 30 minutes, the black electro-conductive band tube created sparks when in contact with the hand-piece for electrocoagulation. The customer reports no delay of surgery and no patient injury.

Manufacturer narrative:
Please see the below investigation findings: three samples were returned to the manufacturing facility for review. One sample was unopened in packaging from lot number 14c955fhx. Two segments of tubing were also returned, one segment was approximately 200mm in length and the other was longer. The partial tubing sample displayed some evidence of scorching. The unopened unit was tested to the product specification as per quality procedure and passed all specifications. The background to the conductive material which is an integral part of the product is as follows. Mechanics of conductivity: the mechanism of conductivity in plastics is similar to that of most other materials. Electrons travel from point-to-point, following the path of least resistance. Most plastic materials are insulative; that is, their resistance to electron passage is extremely high. The conductive line in covidien conductive connecting tubes compensates for this and allows the passage of electrons, i.e. Low resistance. The resistance specification for these tubes should be lower than 25,000ohms when tested to procedure; the product passed the resistance test. Also during the extrusion process the resistance was measured as part of in process inspection and the maximum resistance recorded was 10200 ohms. The cause of this complaint cannot be determined as the returned samples meet acceptance criteria. A review of the device history record (DHR) confirms no deviations occurred during the production of lot number 14c955fhx. Based on the above no further action is required at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/10/2014. An investigation is currently underway. Upon completion, the results will be forwarded.